Event description:
It was reported that a patient believed that there was a problem with having a pacemaker and an implantable neurostimulator (ins), and following the pacemaker procedure the patient reported that he turned on his ins. It was noted that ¿all of a sudden¿ the patient¿s back started killing him and he couldn¿t turn in bed. The reporter stated that the patient couldn¿t put his heel on the ground because it ¿hurt so much.¿ it was reported that when the ins was turned off for a cardiac procedure, the pain subsided and ¿this horrible pain that he had for 3.5 months subsided.¿ it was noted that the pain felt like a burning in the kidney area and the patient had had no falls. It was reported that the patient left the ins turned off and still had a little lingering pain but not as much. The reporter stated that the patient¿s doctor did a urine test and a blood test and all were normal/negative. It was reported that when the ins was working prior to the pacemaker procedure it was to 1.8 volts to 2.4 volts and the patient had a 30 percent improvement in symptom control. It was noted that the patient believed that pacemaker and ins interference were what was causing the pain. It w as reported that the patient would follow up with the urologist who implanted the unit. It was noted that the pacemaker was put in on 2013-(B)(6). Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# v319870, implanted: 2009-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.